Event description:
It was reported that there has been a gradual, but significant, rise in impedance on the right ventricular (rv) lead. The threshold has also increased. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2012. (B)(4).